Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Line was placed on (B)(6) 2010. On (B)(6) 2011, staff noticed the catheter had fallen out about 4" from the cuff. No other info provided.